Manufacturer narrative:
Immucor technical support received photographs of paper instrument output reports for the blood sample testing in question on (B)(6) 2018. No additional information was supplied. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody screen when tested on a galileo echo instrument.